Event description:
It was reported that during pre-testing there was a hole found in the cuff. No adverse effects reported.

Manufacturer narrative:
Other, other text: d4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: g1, h3, h6: updated one returned sample was received in used condition without the original packaging. Visual inspection confirmed there was a hole in the cuff. This type of hole can be caused when the cuff inflated is in contact with some sharp edge, the unit is observed used, it seems that it got stuck during the intubation process and when pulling the device, damage was caused. However, root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. A device history (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI. UDI related data quality updates only.